Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Medwatch # (B)(4). It was reported that removal difficulties occurred. A 10mm x 30cm interlock¿ was selected for use in the small mesenteric artery (sma) collaterals feeding sac of the abdominal aortic aneurysm (aaa). The coil was delivered using a renegade catheter. During the procedure, while the physician was deploying into sac, the coil detached itself from delivery catheter and lengthened itself through some of the sma. Physician attempted to remove the coil but was unable to. Multiple attempts at snaring the device were made but were unsuccessful. Patient went to surgery to have the coil removed.